Event description:
It was reported that the alert was triggered for high pace/sense impedance. It was noted that there has been a linear rise in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead's impedance remains high for tip to ring and for tip to rv (right ventricular) coil configurations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that there was high out of range impedance on the right ventricular (rv) lead. There was one patient alert for rv pace lead z greater than 2000 ohms on (B)(6) 2012 03:00:07. The weekly pace lead trend data shows an increase for min and max ventricular pace equaling 563 to 1864 ohms peak between (B)(6) 2012 and (B)(6) 2012.